Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery, the surgeon noticed inaccuracy in the first trajectory, the entry point was several centimeters away from point marked with laser and the angle of trajectory was different than expected. In addition, the arm was positioned unusually far from the patient¿s head. The surgeon tried to re-driving to trajectory but resulted an identical inaccurate trajectory. So he drove the arm to home position, re-selected instrument holder with correct serial number, and drove to trajectory, which resulted in identical inaccurate trajectory. The surgeon decided so to drove to a new trajectory which was similarly inaccurate and distant from head. Lastly, the surgeon exited the patient folder, moved the arm to park position, shut-off the robot, re-initialized system, selected the same instrument holder, and drove to trajectory, resulting in the correct robot arm positionning.

Manufacturer narrative:
The design defect at the origin of the subject event is being escalated to a field action, reference 3009185973-08-28-2019-001-c.

Event description:
During the surgery, the surgeon noticed inaccuracy in the first trajectory, the entry point was several centimeters away from point marked with laser and the angle of trajectory was different than expected. In addition, the arm was positioned unusually far from the patient¿s head. The surgeon tried to re-driving to trajectory but resulted an identical inaccurate trajectory. So he drove the arm to home position, re-selected instrument holder with correct serial number, and drove to trajectory, which resulted in identical inaccurate trajectory. The surgeon decided so to drove to a new trajectory which was similarly inaccurate and distant from head. Lastly, the surgeon exited the patient folder, moved the arm to park position, shut-off the robot, re-initialized system, selected the same instrument holder, and drove to trajectory, resulting in the correct robot arm positioning.

Manufacturer narrative:
A review of the data log files from the subject surgery was performed. This review indicated that the event was caused by the occurrence of a newly identified software bug. Corrected data: date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code, additional narratives/data.